Event description:
It has been reported to philips that the geometry module was defective - there were no geometry movements. The device was inside clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, diagnostic procedure was delayed. The procedure completed by using another system .the philips field service engineer (fse) inspected the system onsite and confirmed that geometry module was defective. Fse replaced new geo module. After replacement of the geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.